Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with an infection and diabetes ketoacidosis. The caller stated that the customer's blood glucose reading went up to 600mg/dl in about four to six hours. The customer had a sinus infection previously, which caused her glucose level to increase. No further information was provided.